Event description:
The customer called into technical support (ts) reporting that the device has a vent machine sensor pressure auto zero failed message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse recommended replacement part ID for a gas delivery system assembly. The rse dispatched for onsite service and repair as requested by the customer.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and determined that the gas delivery system (gds) was failing. The fse replaced the gds assembly to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.